Event description:
This procedure is part of (B)(6).post procedure a major ischemic stroke was reported. In the recovery room following the procedure the patient was noted to have difficulty speaking. He also had right-sided weakness. The patient is not yet recovered and was still hospitalized as of (B)(6) 2013.please reference MDR 2183870-2013-00109 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.